Event description:
The sales representative reports that the screw broke during implantation. The screw was driven with the ratchet handle, not under power, and broke as it got to the plate. The surgeon removed the screw and plate and placed 2 staples for fusion instead. No surgical delay was reported.

Manufacturer narrative:
The sales representative reports that the screw broke during implantation. The screw was driven with the ratchet handle, not under power, and broke as it got to the plate. The surgeon removed the screw and plate and placed 2 staples for fusion instead. No surgical delay was reported.